Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and degen disc disease/herniated disc pain. It was reported that since implant the patient could not get good coupling while recharging and the ins was moving around in the pocket. No symptoms were reported. Adhesive discs were requested and ordered for the patient. The caller was redirected to the doctor to discuss the ins moving around the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.